Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, the mega suturecut needle driver instrument had snapped wires at the tip. The procedure was completed as planned with no reported injury using a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute. Additional observation not reported by site: the instrument was found to have grip input disk #7 completely detached. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the instrument inspected prior to use. The issue occurred while suturing, there were no issues related to opening/closing of the grips or left/right (yaw) motion of the grips or up/down (pitch) motion of the wrist. There weren't any cables visibly protruding from the distal end of the instrument. No photographic images of the device(s) or a video recording of the procedure were available for isi review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mega suturecut needle driver instrument was inspected prior to use. The issue occurred while suturing. There were no issues related to opening/closing of the grips or left/right (yaw) motion of the grips or up/down (pitch) motion of the wrist. There were not any cables visibly protruding from the distal end of the instrument. No photographic images of the device(s) or a video recording of the procedure were available for isi review.

Event description:
Refer to h10/h11 for follow-up information.